Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after the pump implant, on (B)(6) 2023, anuria was observed, and creatinine rose to 3.2mg/dl and continuous renal replacement therapy (crrt) was started in the intensive care unit due to renal dysfunction.

Event description:
It was reported that while in a general ward following device implant, the patient developed acute renal dysfunction with anuria and elevated creatinine levels. The patient was started on continuous renal replacement therapy (crrt) in the intensive care unit (ICU) and was later changed to hemodialysis treatments three times a week. Creatinine levels gradually returned to a normal range with treatment and the patient was able to self-void. Once stabilized, the patient was moved from the ICU back to a general ward unit but remained under observation. The patient had no medical history of renal insufficiency or failure, but the renal dysfunction was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. B) is currently available. The IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.